Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: the latch is defective on two units as it could not be closed and a metal part fell out. There was no report of any pieces falling into the cavity or impacting the patient. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
.